Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts noted in the pump trace download, however pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continuously alarmed to change the battery. The customer reported receiving repeated low battery alerts. The customer was calling back after previously completing a low battery troubleshoot within one week. The customer's blood glucose was unknown at the time of the call. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.